Event description:
The customer reported elevated troponin I (accutni) results, for multiple pts, involving unicel dxi 800 access immunoassay system. This report refers to pt number four. Subsequent testing produced a result within the reference range. The elevated results were released out of the lab and questioned by physicians. Amended reports were released to physicians. The customer noted there was no report of pt injury or change in pt treatment associated with this event. The field service engineer (fse) was dispatched to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2009 and discovered imprecision for wash portion of system check. The fse verified correct alignments. The fse cleaned aspirate tubing lines and replaced peristaltic pump and tubing. System check wash returned within specifications. High sensitive (hs) system check foam/no foam and precision test passed successfully. The unit confirmed to the MFR's published performance specifications. Pt samples were collected in plastic bd lithium heparin plasma tubes with gel separator. This reportable event was identified during a retrospective review of the product complaints conducted from (B)(4) 2008 through (B)(4) 2010 for additional reportable events. This medwatch report is related to mdrs: 2122870-2011-04288, 2122870-2011-04289, 2122870-2011-04290, 2122870-2011-04292, 2122870-2011-04293, 2122870-2011-04294, 2122870-2011-04295, 2122870-2011-04296, 2122870-2011-04297, 2122870-2011-04333, 2122870-2011-04334, 2122870-2011-04335, 2122870-2011-04336.